Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from patient indicating that during an implant, this right ventricular (rv) lead punctured the patient's heart and she had tamponade. Rv lead remains in service. No additional adverse patient effects were reported.